Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a leadless pacemaker in backup mode. The patient condition was unknown. No further information was reported.